Event description:
A customer contacted baxter's technical service center and reported a drain volume that meets increased intra-peritoneal volume (iipv) criteria. Per the initial report, the patient drained 2450 ml. The fill volume was 1200 ml and the last fill volume was 1000 ml. The technical service representative (tsr) reviewed the home patient's (hp) program. The therapy was tidal with a tidal volume of 85% and the total volume was 15000 ml. The total ultrafiltration was 1381 ml. According to the nurse she was not sure why the hp was on tidal therapy. The nurse declined to swap the device. The tsr assisted the nurse to change the program to continuous cycling peritoneal dialysis. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient says she has been on tidal therapy for quite some time. The nurse stated that the other clinic nurses were unaware that the hc was set to tidal therapy as it should have been continuous cycling peritoneal dialysis. The nurse stated that the cycler was reprogrammed and the patient has resumed therapy successfully. There was no patient injury or medical...

Manufacturer narrative:
(B)(4). Swap of the device was declined, therefore, the device is not available for evaluation.